Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.1 and 5.2 were not able to be recovered, an error message stating "requires maintenance". The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 failed not on bus. A field service engineer (fse) reseated retractor bands and row board cables. Further the fse replaced the module controller and retractor band on drawer 5.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.